Event description:
Procedure: lap chole. According to the reporter: bag ripped at the seams. The even did not result in tissue damage or patient injury. There was no bleeding over 250cc. The case was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).